Manufacturer narrative:
Product analysis: one 8 fr launcher guide catheter was received for analysis. The medtronic shelf carton or pouch did not return for analysis. Kinks were noted on the shaft of the device approx. 14.5cm, 37.5cm, 46cm and 82cm distal to the strain relief. There was no deformation evident to the distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one launcher 8f guide catheter to treat a non-tortuous, moderately calcified lesion with 90-99% stenosis in the right inferior artery and right posterior artery of the left anterior descending (lad) branch. A femoral approach was used. The device was inspected with no problems observed. The device was prepped as per IFU with no problems observed. Resistance/discomfort was not encountered when delivering the product. Excessive force was not applied during insertion/delivery. It was reported that the guide catheter was suspected to be damaged and causing two non-medtronic devices consecutive ruptures during use. The non-medtronic devices were not damaged when advancing through the guide catheter. It was detailed that the two non-medtronic balloons ruptured during the first ballooning and although no surface deformation was observed on the guide catheter, damaged on the inside was suspected of contributing to the ruptures. No intervention was required as a result of the event. The guide catheter was replaced with the a non-medtronic device. There was no injury to the patient as a result of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.